Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, when the surgeon was firing the device on the stomach, the staples did not form well. Another reload was used to complete the procedure. There was no patient injury.